Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black case type: ngp patient returned insulin pump for an alleged unexpected battery power loss, keypad unresponsive/button error alarm, and frozen screen found on (B)(6) 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test and self test. Sleep current measurement test failed during testing (1.64mv). All buttons function properly. Successfully downloaded history files and traces using thus. A stuck key alarm was found in the history files on (B)(6) 2022 06:24:06.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during testing, however, a failed battery test ((B)(6) 2022 06:26:47.000) was found in the history files which was expected. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1, motor, and force sensor.¿ the connector on electrical board 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (stained). Unexpected battery power loss and high sleep current measurement test confirmed, problem isolated to the electronics. Keypad unresponsive/button error alarm and frozen screen was not confirmed. Moisture damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
Information received by medtronic indicated that the insulin pump had a dark display. Customer reported that the insulin pump was left without the battery overnight and inserted it again, the display returned with the message power loss. Customer stated the clock was not visible and screen has gone dark and buttons were not responding to commands. New battery was installed, monitored the pump for 2 hours and frozen display recurred. Troubleshooting was performed, but issue was not resolved.  No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.